Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. While disconnecting the set, the IV tubing broke in the pigtail which caused blood to leak from the pigtail. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.